Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to a spyscope ds ii catheter and a spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii catheter and a spyglass ds controller were used during a cholangioscopy procedure performed in the common bile duct on (B)(6) 2021. During the procedure, the spyglass unit was displaying artifacts on the screen. When these artifacts are being encountered, the 5 green dots appeared to be flashing again like the connection is being reestablished. The procedure was not completed and rescheduled. There were no patient complications reported as a result of this event.